Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain/peripheral neuropathy. After catheter placement, the catheter was noted to be sheared with a 2 cm piece left within the spinal space. Another catheter was inserted and the pt tolerated the procedure well.